Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a colleague compatible set with a filter had a defective slide clamp that did not fit the pump. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Lot number for the blue slide clamp - br2122770b; a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the blue slide clamp was received for evaluation. Visual inspection and dimensional analysis were performed; no deviations were observed. A cause could not be identified.